Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 471 mg/dl with symptoms suggestive of hyperglycemia of drowsiness, nausea, dry mouth and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated when the patient attempts to deliver a bolus with the insulin pump, ¿the motor just dies and it won¿t delivery anything.¿ this complaint is being reported because the patient reportedly experienced an adverse physical event while on insulin pump therapy due to an alleged pump malfunction.

Manufacturer narrative:
Please note: there has been an update of the product number and serial number for the device which is the subject of this report.

Manufacturer narrative:
Follow-up #2; date of submission 01/19/2017.